Event description:
Farfield r-wave oversensing is noted on atrial channel in multiple episodes causing device to possibly mislabel episodes." Lead manufactured by st jude. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).